Event description:
It was reported that the right ventricular (rv) lead had a low sensing value and oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise: ventricular short interval count v-sic=69 counts, in 0.01 day, on (B)(6) 2012 in the timeframe between 08:46:06 and 08:54:16.